Manufacturer narrative:
(B)(4)

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one arterial catheterization device for analysis. No definite signs of use were observed. Visual analysis revealed kinking towards the distal end of the guide wire. Microscopic examination confirmed this damage. The distal weld was present and appeared full and spherical. Further analysis revealed white particulates within the guide wire tubing. A bubble within the supplied guide wire hub component a-04020-015a was additionally noted. Functional testing was performed based on the instructions-for-use (IFU). The IFU provided with this kit states, "stabilize position of introducer needle and carefully advance guidewire into vessel using guidewire handle". The guide wire was advanced through the returned cannula and slight resistance was initially encountered at the proximal opening, which prevented the guide wire from passing. A lab inventory guide wire was inserted into the needle cannula. Minor resistance was encountered from within the cannula; however, the guide wire was able to pass. The cause of the resistance within the cannula cannot be visualized. Manufacturing was contacted as part of this complaint. They confirmed that this is a verified teleflex issue via a previously opened CAPA. The manufacturing dates for the lot#s in question occurred prior to the CAPA implementation (07-oct-2024). A device history record review was performed, and no relevant findings were identified. The reported event was confirmed through complaint investigation of the returned sample. Visual and functional analysis also revealed white particulate inside the guide wire tubing and a 'bubble' on the supplied guide wire hub component. These defects created resistance between the guide wire and the cannula. A CAPA was previously implemented to address this issue. The CAPA investigation determined that the root cause is manufacturing related. The relevant lots within the reported kit were manufactured (august 2022) prior to the implementation of the corrective action (october 2024). Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "on (B)(6) 2024, the doctor found the swg kinked during use on the patient. It was difficult to advance. They changed a new one to resolve the issue." There was no medical intervention required. The patient's current condition is reported as "fine".